Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that, the customer had high blood glucose of 580 mg/dl. Customer changed her site last night and everything was fine and she went to bed her blood glucose was 109 mg/dl, she woke up this morning it was 580 mg/dl and she was not sure what happened when she got to work she changed the set, when she removed the site the cannula was bent. The troubleshooting was declined for the high blood glucose. The insulin pump will not be returned for analysis.